Event description:
It was reported that customer experienced repeated cartridge alarms on pump, including cartridge alarm 20, with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for putting old pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.